Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood was observed. A visual inspection was conducted. Tissue and char buildup was observed on the jaws. No visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it did not activated when the toggle was pulled to its most proximal position . No energy was delivered to the jaws . The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. One of the connecting wires to the switch was broken and not connected to the switch. The location of the broken wire is on the exposed metal section just after where the wire insulation ends and before where the expose wire is soldered to the switch. No contamination was seen on the switch. Based on the results of the evaluation, the reported complaint was confirmed for the reported failure mode ¿intermittent continuity¿. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stopped working 3/4 the way through. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stopped working 3/4 the way through. A replacement device was used to complete the procedure. The hospital did not report any patient effects.